Manufacturer narrative:
The user reported receiving low glucose event on (B)(6)2024 at 02:27 pm where user sg was 65 mg/dl and bg was 211 mg/dl. A review of the data management system (dms) data revealed that on (B)(6)2024 at 2:22 pm user's sg was 77 mg/dl and at 2:24 pm user's bg was 211 mg/dl. A review of the alert history revealed that the user did not receive a low glucose alert as user's sg value did not go below the threshold of 65 mg/dl.the user took glucose tablets based off their sg reading. The user's hcp was not aware of the event. The user was advised to follow up with their hcp for any necessary medical guidance. In an associated case for the user's complaint about sensor inaccuracy (B)(4) it was observed that the system was having some instability in the signal and reference channels around (B)(6) 2024. This is potentially due to poor recovery from impacts to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site, which most likely contributed to the observed sensor inaccuracies. B4. Date of this report (B)(6) 2025. D4. Updated additional device information. G3. Date received by the manufacturer? (B)(6) 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced a hypoglycemia event on (B)(6) 2024 at 02:27 pm .the user reported that sensor dlucose(sg) was 65 mg/dl where as the measured blood glucose(bg) was 211 mg/dl. Per dms, bg was confirmed, however the sg was 68 mg/dl and did not drop below that number at that time. The user's low alert setting is set to 65 mg/dl, so the user did not receive a low alert. The user self resolved the incident by taking glucose tablets.